Event description:
Suture reaction: customer reports a pt returned to the surgeon 3-4 weeks post-op with an inflammation around the incision site with sterile abcess. The pt was treated with topical steroids. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.